Event description:
It was reported that the patient presented in clinic for initial implant procedure. Post procedure, the patient experienced bradycardia and shortness of breath. Chest x-ray was performed and confirmed that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. Patient condition was stable.